Manufacturer narrative:
A ge service representative performed an onsite investigation. The kv controlled board evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was unable to perform fluoroscopy. This resulted in a loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with the event described in this complaint.